Manufacturer narrative:
. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2025. During the procedure, the bands did not deploy when the handle was turned. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.